Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix posterior mesh. Later the patient experienced erosion of the mid urethral sling. A removal of sling was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.